Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one shock impedance measurement of 0 ohms. The shock impedance trend showed stable measurements between 60 and 85 ohms. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a likely cause of the low shock impedance measurement; however, the patient could not recall what they were doing at that time. The patient also had phrenic nerve stimulation approximately one time per month. This was unable to be recreated while the patient was in the clinic; however the outputs were decreased which resolved the issue. No adverse patient effects were reported. The device remains in service.